Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that customer received the following results on the aviva system within 3 minutes: 18.8 mmol/l, 8.8 mmol/l and 12.0 mmol/l. No adverse event reported. The manufacturer requested return of suspect product for evaluation.